Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
It was reported, during a routine follow-up, noise and oversensing was noted on the right atrial channel. Upon checking the device, a lead safety switch was observed for a high out of range right atrial pacing impedance of greater than 2000 ohms. The atrial sensitivity was reprogrammed from 0.5 mv to 2.5 mv to help prevent the right atrial channel from oversensing noisy signals. In the bipolar configuration, the pacing threshold was high. In unipolar, however, there was no issue with pacing threshold or amplitude. It was suspected the right atrial lead was fractured, but not confirmed. The plan is to replace the ra lead within the near future. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right atrial (ra) lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the outer conductor coil was fractured (23 cm from the terminal pin). Detailed analysis of the fracture site determined the conductor coil was fractured due to cycle fatigue.

Event description:
This supplemental report is being filed because this right atrial (ra) lead has been returned and analyzed.